Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The pump was unable to perform the displacement test, verify motor position encoder error alarm in the alarm history screen or test for excessive no delivery alarm due to motor error alarm. No cosmetic damage was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.